Manufacturer narrative:
The device was evaluated and the customer's allegation was not confirmed. In addition to reportable findings mentioned in reportable event description, the device evaluation found following findings: the air water cylinder (aw-cylinder) and suction cylinder had no color; aw-cylinder had foreign objects; right/left knob had discoloration; due to a cut on heat shrinking tube of forceps elevator, expected insulation capacity could not be obtained; the plug unit had a crack; the scope connector cover unit had corrosion due to water leakage; due to wear of knob wire, the forceps raising angle did not meet the standard value; the cover of light guide bundle was damaged; light guide lens had a crack and corrosion from inside; distal end was shaved; the adhesive around objective lens had wear and the glue between server plug in and the distal end was worn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the duodenovideoscope had broken bowden cable. There were no reports of patient harm associated with the event. The device was returned for evaluation. During the device evaluation found the air water tube, forceps elevator and light guide lens had foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it, and the root cause of the lens glue peeling off could not be identified although it can be presumed that it was due to physical stress by hitting/dropping distal end, and/or chemical stress by chemical solution used, etc. The event can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.